Manufacturer narrative:
The account isolated the issue to a loose fit on the hand pendant connector to the connection box, causing the pendant to work intermittingly. A rubber seal on the connection junction box had fallen out. The seal was repositioned into the grooves and the pendant reconnected to repair the bed.

Event description:
The complainant stated that the head section will not lower and is uncomfortable.